Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the programmer's cursor and stylus tip alignment was off as the cursor approached the lower right corner. Replaced and calibrated xy board as preventative and reseated and cleaned the connection between xy board and overlay. Replaced nylon standoff and media bay gasket as preventative. Programmer passed final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer's cursor did not track the stylus as it was moved to the right hand side of the display screen. There was no patient involvement.